Manufacturer narrative:
This event is existing twice in our record and was reported to the FDA twice (see also MDR reference number: 8043484-2015-00009). We are submitting a correction report to the FDA as this complaint will be closed as a duplicate complaint and will be therefore no longer investigated. The investigation is conducted under MDR reference number: 8043484-2015-00009.

Event description:
It was brought to our attention that pico was placed on a patient under a cast below the knee , the wound dehisced, bone and metal implant were exposed. The patients' limb was later amputated.